Event description:
Baxter reported that a pt could not close the twist clamp due to tight torque. This occurred during pt use. There was no pt injury or medical intervention reported. No additional details were available.